Event description:
The customer reported that they have an acuity patient monitoring system that keeps rebooting every few minutes. This resulted in a temporary inability to monitor a patient centrally. There was no report of any patient harm as a result of the reported event.